Event description:
The name of the procedure was an endobronchial ultrasound (ebus) procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submitted reports. Corrected fields: b5, g2, h5, h8. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the balloon on the ebus scope came loose during the procedure and remained hanging at the end of the scope. The issue occurred during the procedural sedation - device outside patient, and the ebus diagnostic procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, e4, g3, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no problem detected, which means that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.